Event description:
It was reported that the programmer failed to turn on. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the power supply was replaced. It was also noted that the touch screen was defective and had a big deviation between the stylus and the arrow on the screen, the stylus was then calibrated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).